Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000481, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) battery cartridge was faulty. The ups battery cartridge was replaced. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a clicking noise coming from the mobile view station (mvs). When trying to turn on the mvs, the screen remained black and the system was not getting any power. There was no patient involved when this issue was discovered.